Event description:
The customer received a blood glucose reading of 109 mg/dl from her contour meter and a reading of 275 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was in a hurry and ended the call, so troubleshooting was not possible. Customer service attempted to contact the customer after the initial call, but they were unable to speak to her. No product will be returned.